Event description:
A surgeon reported that a pt who underwent bilateral lasik expressed being "very blurry" in the right eye, although the vision was 20/20. Pt was reported to not have improved, with regards to the post-op vision, and was additionally treated with wavefront treatment on another laser, eight months after initial surgery. After subsequent surgery, pt was seen at 1 day and 1 week post-op and was noted to be "fine", and cancelled the rest of the f/u visits. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).